Event description:
The customer reported to baxa that an intravenous solution containing 5-fluorouracil (5-fu) which was prepared in a baxa total parenteral nutrition bag by the customer contained a cloudy precipitate. Baxa also rec'd a medwatch on 6/11/98 concerning this event.